Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure, the physician cut the extension and left it in patient. In turn, surgical intervention was undertaken once again to explant and replace the extension, resolving the issue.